Event description:
In response to a traumatic accident on 12/5/88, plates and pedicle screws were inserted in rptr's back on 12/8/88. At the time, she had already undergone three laminectomies with fusion and one chymopapain injection. She was told this was her only chance of her fusion taking hold. She was at no time informed that these particular screws and plates were experiemental and not yet approved for use by the federal food and drug administration. She believes now that if she had to do this over again, she would never consent to the insertion, because of the thousands of dollars and millions of hrs of pain she has had to endure. Following the surgery, rptr was in a body corset for 1 yr with very limited motion. On every subsequent visit to her dr after the insertion, she complained of pain but never had the source of pain explained. Sometime in 1991, while watching her dr examine her x-rays, she noticed that a screw was fractured at the head on the right lower side. The dr said at the time it was not the source of her pain. She has also discovered that the plates that were inserted were found to be too long and they were bent to fit. She has endured, for 3 yrs, injections of steroids into the area around the screws to temporarily reduce the continual inflammation. She has tried to resume working, but has had to quit due to the increased amount of pain. She has just returned from having studies done by a back specialist. She has been informed that all 3 of her sacroiliac joints are deteriorating and she will need further surgery. She is told that, because her back was made immobile by the screws, extra stress of everyday activities are forced onto these joints. The results will be with her for the rest of her life.